Event description:
Device malfunction: vessel locator button failed to engage. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the physician depressed the vessel locator button; however, the button would not stay depressed to deploy the locator wings. Vessel access was lost. The device was removed and hemostasis was achieved using a manual compression. There were no reported adverse patient effects. Though requested, no additional information was available.

Manufacturer narrative:
The device was received. Investigation is not yet complete.